Event description:
A report of a broken screw in a two-level cervical construct was received (B)(4) 2012. There was no reported injury. A more detailed description has not been available.

Manufacturer narrative:
(B)(4). A radiograph received notes the right superior screw appears to be broken. The spine levels cannot be verified. The film shows no evidence of vertebral subsidence. It is unk if the pt complied with post-operative care instructions or sustained an impact of some sort. No additional info regarding the event has been received; however, revision surgery has apparently not occurred. Root cause of the event is unk. Review of labeling notes: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."